Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated that yesterday, their ins stopped working. When the patient checked the setting of their therapy, the therapy was on. The patient said that they didn't have any falls or trauma. Nothing has been changed that would cause their ins to stop working. The agent reviewed information about increasing stimulation. The patient said that they would do it. The agent advised the patient that if increasing the stimulation will not work, they can consider switching of programs.